Event description:
The patient reportedly experienced a loss of lock between her external equipment and implant. Testing showed that the device was not functioning. Surgery to explant the patient's c1 device will be scheduled.